Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the clips applied didn't closed as intended and the vessel was not closed. The procedure was completed by using a competitive device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m9221w. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred; however, no conclusion could be reached as to what may have caused the lockout premature. The batch record was reviewed and no anomalies were noted during the manufacturing process.